Event description:
It was reported that a remote monitoring transmission was sent due to the patient receiving inappropriate therapy from their implantable cardioverter defibrillator (ICD)for atrial fibrillation (af) with rapid ventricular response. The patient experienced pain at the site of the device following the shocks. Occasional undersensing on the right atrial (ra) lead was noted on stored electrograms. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.